Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00114 and manufacturer report # 3005099803-2013-00115 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure, within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2013-00114) was advanced to the target tissue, and then locked and deployed, but the clip failed to release from the delivery catheter. The device was withdrawn from the patient, and then a second resolution clip (mr # 3005099803-2013-00115) was used, but the same issue occurred; after the clip was locked and deployed, it failed to separate. The device was withdrawn from the patient, and then the procedure was completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00114 and manufacturer report # 3005099803-2013-00115 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure, within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2013-00114) was advanced to the target tissue, and then locked and deployed, but the clip failed to release from the delivery catheter. The device was withdrawn from the patient, and then a second resolution clip (mr # 3005099803-2013-00115) was used, but the same issue occurred; after the clip was locked and deployed, it failed to separate. The device was withdrawn from the patient, and then the procedure was completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause is operational context.